Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb has not been able to reproduce the described customer issue. An evaluation of the received device logs could confirm the event. Visual inspection of the pcb showed corrosion on the connections of the pressure transducer. The corrosion is likely caused by liquid on the pcb. The pcb were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. A failure on the pressure transducer may result in the wrong tidal volume to be delivered to the patient or in stop of ventilation. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by liquid on the pressure transducer pcb.

Event description:
Manufacturer's ref #: 384128.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).